Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, in-house testing and device history record review of the alinity I toxo igg reagent lot 69139be00. Data review of the alinity I toxo igg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 69139be00. Return testing was not performed as returns were not available. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false reactive results were obtained, showing that the lot generates the expected results. One commercially available seroconversion panel (ID (B)(4) was tested and seroconversion panel results were compared to the historical results listed in the instructions for use (IFU) of the alinity I toxo igg reagent. The reagent lot 69139be00 detected the same bleeds as reactive in comparison to historical lots (data listed in the reagent package insert. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I toxo igg reagent, lot 69139be00.

Event description:
The customer observed false nonreactive alinity I (toxoplasmosis) toxo igg results for a 34-year-old female patient across multiple alinity I processing modules. The results provided were: on (B)(6) 2025, sid (B)(6), initial=1.41 iu/ml (< 1.6 iu/ml=nonreactive) /on roche=47.0 ui/ml (> or =30 ui/ml=positive); igm=0.22 (< 0.8=negative) /on diasorin (clia)=9.67 ui/ml (> or 8.8 ui/ml=positive); igm=< 3.0 index (< 6 index=negative) /western blot igg=igg p30, igg p31, igg p33, igg p40, igg p45=positive. The patient was retested on the alinity (B)(6) system for troubleshooting purpose, yielding the same nonreactive toxo igg there was no reported impact to patient management.

Event description:
The customer observed false nonreactive alinity I (toxoplasmosis) toxo igg results for a 34-year-old female patient across multiple alinity I processing modules. The results provided were: on (B)(6)2025, sid (B)(6), initial=1.41 iu/ml (< 1.6 iu/ml=nonreactive) /on roche=47.0 ui/ml (> or =30 ui/ml=positive); igm=0.22 (< 0.8=negative) /on diasorin (clia)=9.67 ui/ml (> or 8.8 ui/ml=positive); igm=< 3.0 index (< 6 index=negative) /western blot igg=igg p30, igg p31, igg p33, igg p40, igg p45=positive. The patient was retested on the alinity ai30331 system for troubleshooting purpose, yielding the same nonreactive toxo igg there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.